Manufacturer narrative:
Follow-up #1: date of submission 05/13/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, a review of the pump black box data showed that the information from the event date had been overwritten due to continued use. A visual inspection of the pump revealed a crack in the battery compartment. The battery cap measurements were found to be within specifications. The pump powered on and revealed a dim, discolored display. During testing, the pump was exercised for 24 hours with no reboot, loss of power or call service alarms. The pump case was removed and no evidence of moisture or damage to the power circuit was found. The intermittent power issue was not duplicated during investigation.

Event description:
On (B)(4) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The pump reportedly lost power without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.